Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet was implanted using a 12f amplatzer torqvue delivery system. The implant procedure was performed in accordance with the IFU and one partial recapture. The left atrial appendage (laa) was complex, small with minimal depth (9-10mm); the implant was successful with no pericardial effusion seen on transesophageal echocardiogram (tee) post-procedure. Three months later, on 15 june 2024, the patient experienced sudden onset chest pain. Transthoracic echocardiogram (tte) showed pericardial effusion that led to confirmed cardiac tamponade. It is believed to be late pericardial effusion caused by the amulet device. The effusion was noted as circumferential and was successfully drained in the pericardial space; no surgery was required. In addition, thrombus was observed to have formed on both sides of the amulet disc. The amulet remains implanted. The patient is on anti-platelet regiment that includes aspirin and plavix for four weeks, and then only aspirin after the four weeks. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of sudden onset chest pain three month post implant and circumferential pericardial effusion that led to confirmed cardiac tamponade was reported. It was reported that in addition, thrombus was observed to have formed on both sides of the amulet disc. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A surgical intervention was performed to drain effusion in pericardial space. The patient was on anti-platelet regiment for four weeks. There is no indication of a product quality issue with regards to manufacture design or labeling.